Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No device defects were reported that caused the reported event. At the user facility, the similar event has occurred in the past. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the reported event may have been caused by dirt getting in due to gaps in the adhesive part of the light guide lens due to physical stress and the like. From the evaluation results of the device, it was confirmed that the inside of the light guide lens was dirty, and that the light guide lens was damaged or deteriorated. The instruction manual states precautions for applying physical stress to the device. In the past similar cases, it was surmised that the cause was that the physical stress caused a gap in the adhesive part of the light guide lens and dirt entered. The instruction manual states that the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube should be inspected for irregularities. Therefore, the user can properly detect the reported event by following the instruction manual. In addition, the instruction manual includes warnings about applying external stress to the device, allowing the user to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the inside of the light guide lens was dirty. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -due to the wear of the angle wire, the upward angulation was out of the standard. -due to the wear of the angle wire, the play of the right/left angulation control knob was out of the standard. -there was a leakage due to the deformation of the instrument channel port. -the remote switch 1 did not work due to damage to remote switch 1. -there was a crease on the monitor screen due to damage to the ccd unit. -the light guide lens was broken. -there was a wrinkle on the insertion tube. -the endoscope cover was deformed. -the grip unit was dirty. -the control section was corroded by a leakage. -there was a crease in the light guide lens. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.